Event description:
It was reported that the patient had an orange color drainage at the ipg site. The patient was put on antibiotics. All device components were explanted and were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6) , batch: 7127578/7127683.